Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with inappropriate mode switching due to atrial lead noise and non sustained right ventricular oversensing episodes due to right ventricular lead noise. The noise was not reproducible with isometrics. Programming changes were made to reduce the chance of inappropriate shock. All other lead measurements were normal and within normal range. The patient was asymptomatic, stable, and would continue to be monitored. Related manufacturer reference number: 2017865-2020-10366.